Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon put the device through a 12mm trocar. Once the device was inserted, he saw a clip in the jaws and tried to fire plastic to plastic on the uterine artery. The clip just fell out of the jaws. He retrieved the clip and tried to use the device again. The same thing happened. They opened four more devices and the same thing happened every time. They completed the case with a different product. There were no patient consequences. Three devices were discarded.